Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad broke when taking it off the handle. The event occurred putting instruments away after surgery. There was no patient involvement.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. Visual examination of the returned product found it to exhibit signs of repeated use (nicked / gouged / worn) and has fractured into 2 pieces. This complaint has been confirmed by the returned device being fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.